Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was experiencing a power issue. One of the unit¿s printed circuit boards was failing and caused the unit to lose functionality and sound an alarm. Additionally, one of the led indicators was found defective. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus high flow insufflation device due to an unspecified issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the unit was experiencing a power failing issue to a printed circuit board failure. This report is being submitted to capture power issue found during the device evaluation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-01175 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & h6. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming that this event occurred during maintenance. This event had no patient involvement.